Event description:
It was reported that during a procedure to treat a target lesion in the left anterior descending (lad) artery, the 2.5 x 12 mm nc trek dilatation catheter was advanced through the guide catheter. It was noted that the nc trek caught in the rotating hemostatic valve. The physician pushed on the device and the nc trek separated into two pieces at the hypotube, a location outside the patient anatomy. The separated pieces were easily removed from the guide catheter. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance with the rotating hemostatic valve was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.